Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high and undefined impedance. Possible lead fracture was suspected. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.